Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy with live birth/she had twins"), twin pregnancy ("ectopic pregnancy with live birth/she had twins") and stillbirth ("one died (stillbirth)") in an adult female patient (para 5) who had essure (ess205) (batch no. L2138) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective" in 2009. The patient's past medical history included miscarriage in 2004, miscarriage in 2005 and miscarriage in 2007. On (B)(6) 2003, the patient had essure (ess205) inserted. In 2009, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), twin pregnancy (seriousness criterion medically significant) and stillbirth (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first, second and third trimesters of pregnancy. Essure (ess205) treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, twin pregnancy and stillbirth outcome was unknown. The pregnancy outcome was reported as stillbirth. The reporter considered ectopic pregnancy with contraceptive device, stillbirth and twin pregnancy to be related to essure (ess205). The reporter commented: the plaintiff experienced pregnancy episodes with essure in 2004, 2005, 2007, 2009 captured under the cases (B)(4) respectively and child related information captured in case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy with live birth/she had twins"), twin pregnancy ("ectopic pregnancy with live birth/she had twins") and stillbirth ("one died (stillbirth)") in an adult female patient (para 5) who had essure (ess205) (batch no. L2138-invalid) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective" in 2009. The patient's past medical history included miscarriage in 2004, miscarriage in 2005 and miscarriage in 2007. On (B)(6) 2003, the patient had essure (ess205) inserted. In 2009, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), twin pregnancy (seriousness criterion medically significant) and stillbirth (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first, second and third trimesters of pregnancy. Essure (ess205) treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, twin pregnancy and stillbirth outcome was unknown. The pregnancy outcome was reported as stillbirth. The reporter considered ectopic pregnancy with contraceptive device, stillbirth and twin pregnancy to be related to essure (ess205). The reporter commented: the plaintiff experienced pregnancy episodes with essure in 2004, 2005, 2007, 2009 captured under the cases (B)(4) respectively and child related information captured in case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 49.4 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 27-jul-2018: quality-safety evaluation of ptc incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.